Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient do not have concerns with their device or therapy. It was also reported that the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2015. It was reported three days later that the patient had a shocking or jolting sensation. Doctor saw the patient last week because, the patient was feeling shocking across bottom of back. The patient states doctor instructed the patient to contact representative but patient had not been able to reach him.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) shocking them. The patient thought it was their back but they turned the therapy off and the shocking stopped. It was noted that the patient did not have any falls or trauma ¿for a long time¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient, product ID: 3889-28, lot# va0fxgg, implanted: (B)(6) 2014, product type: lead. (B)(4).